Event description:
A patient called in 01/2002, alleging that meter was inaccurately low and it "caused patient to go to the hospital". Patient had "currently no symptoms". Patient was admitted in the hospital for reading over 600. Patient stated "curently running around 142". It is unclear when patient got this reading. Patient reportedly was treated at the hospital. What patient was treated with is unknown. Patient was storing strips in the refrigerator. Further attempts to contact patient have failed.